Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that increased capture threshold and decreased sensing was noted. The lead was explanted and replaced after repositioning was unsuccessful. The patient was in good condition following the procedure.